Event description:
It was reported that during implant the lead was difficult to position and the helix did not extend as expected. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B)(4) the full lead was returned where it was discovered that the helix was disengaged from helical channel. There was blood/body fluids in the distal conductor near the lead tip, in/on the sleevehead, and in/on the helix mechanism. The inner tubing was kinked/buckled. The tip seal was observed to be out of position.